Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the burr would not secure into the device due to worn or loose bearings on the device. When the bearings are worn or loose, they are no longer in axial alignment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear and use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-check or surgery it was observed that "burr would not engage" when in use with the motor device. The reporter could not clarify if the device was used in surgery. There were no delays to the surgical procedure as a spare device was available for use. No injuries or medical intervention were reported. The event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.